Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had unrelated surgery without enabling surgery mode. Following the procedure the patient could not connect to the ipg. Attempts to establish a connection were not successful. Surgical intervention may take place in the future to address the issue.

Event description:
Additional information received indicates that the ipg replaced on (B)(6) 2026, to address the issue. During the procedure lead migration was also observed and was removed [related manufacturer reference number: (B)(4).